Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A bmw wire attempted to cross a 2.50 x 32mm synergy us mr stent through the left main into the ositial circumflex (cx), however, the stent was unable to advance due to an unknown stent hanging out of the left anterior descending coronary artery (lad). When the synergy stent was removed, it was noticed that the stent had damage to the struts. A 2.5 x 12 emerge balloon was advanced into the osital circumflex (cx) and was inflated. A new second stent was crossed into the lesion and was deployed without incident. No patient complications were reported and the patient was in stable condition.